Event description:
Information from axium intl. Clinical trial database. Ruptured pcom aneurysm coiling with 4 coils: qc-5-10-3d, qc-3-6-helix, qc-2-3-helix, qc-2-2-helix. Coil protrusion noted. No other procedural details. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Axium registry information. Foreign registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another country. Enrollment started in 2008; enrollment ongoing. Target 300 patients MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.